Event description:
On two occasions, within the same day, metal particles were reportedly observed in the pt's operative eyes during phacoemulsification procedures. The needles were discarded and there was no harm to the pts.